Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. The vector was programmed to primary at the time of the episode. Signal small in secondary and poor in alternate. There are no programming options available. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported outside of the isolated inappropriate shock. This s-ICD system remains in service.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. The vector was programmed to primary at the time of the episode. Signal small in secondary and poor in alternate. There are no programming options available. Troubleshooting options were discussed and recommended. An x-ray was performed the local area representative did not what the s-ICD system looked at the implant. The patient was referred to another clinic to troubleshoot and make a decision on how to proceed. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.